Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique where the patient made a mistake and did not wear a mask and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, there was a reported break in aseptic technique described as the patient made a mistake and did not wear a mask. On (B)(6) 2010, the patient was diagnosed with peritonitis and was admitted to the hospital. On (B)(6) 2010, the patient began treatment with vancomycin 1 gram ip once as a loading dose: cefizox 1 gram ip once daily and heparin 1000 units ip once daily (reported as continuing). The cause of the peritonitis was reported as break in aseptic technique described as the patient made a mistake and did not wear a mask. Dianeal therapy was reported as ongoing. At the time of this report, the outcome for peritonitis was reported as resolving. The reporter considered the events of break in aseptic technique/patient made a mistake and did not wear a mask and peritonitis to be unrelated to the dianeal pd2 ultrabag therapy.